Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, air bubbles were observed within the tubing. There was no reported adverse impact to the customer's blood glucose level. The contact declined a follow up and no additional information was provided regarding the events.